Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The claimed heater-cooler system 3t was requested to livanova (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t would not cool the patient during a procedure. The device was removed from the theater and a back-up unit was used to finish the procedure. The claimed heater-cooler system 3t was then tested in the pump room. It would not power on and tripped the power in the pump room. There was no report of patient injury.

Manufacturer narrative:
The reported heater-cooler system 3t was returned for further investigation. During the investigation the reported failure could be confirmed. As root cause a hole inside the evaporator could be identified. Corrective actions are in progress for this issue.